Event description:
Our local distributor in (B) (4) reported a handheld computer was not able to be powered on, even after full charge of the battery. It was reported the power button doesn't work and the screen is not on. The handheld computer is at the manufacturer pending completion of product analysis.